Event description:
Report received from the USA stating that the "hose had a hole in it." The hole was found during routine maintenance. There was no pt involvement. There were no injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).